Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, after a few uses and coagulation, the vessel sealer extend (vse) instrument stopped opening its jaws. It was also impossible to open the vse instrument outside the patient using the "rear lever¿ (grip release slider). Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and appeared flawless with no damage or anything out of the ordinary. The vessel sealer instrument worked during the procedure, allowing a few surgical procedures to be performed without any problems, and was in use for 2 - 3 minutes prior to the event. The procedure being performed was rekrumresekrion, which involved cutting through the mesentery as part of flexure mobilization. The surgical task being performed with the instrument when the issue occurred was to coagulate and cut through fat. The issue with the instrument did not occur after a system fault, and the target tissue was fat/connective tissue. After coagulation and subsequent cutting, the jaws of the instrument did not open, but there was no tissue inside. The rear lever/grip release slider was tried to open the instrument without success, and no other instrument was used to pry open the jaws. There was no adverse effect to the grasped tissue, no unexpected tissue removal, and no bleeding. The procedure was completed robotically with a new vessel sealer. A video recording of the procedure was made, but the customer did not share due to privacy reasons.